Event description:
During field service installation, the user reported that the motor made a "grinding" noise. Since the event occurred during field service installation, there was no patient involvement during this event.